Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device revealed that the clip was fully deployed with the thumb advancer locked and aligned in the finish window. The safety release button had been pushed inward out of the retaining tabs and when the device was opened to examine the internal components the safety release rod was found to have also been pushed inward out of the retaining tabs. The damage detected with the safety release rod indicates an attempt was made to collapse the vessel locator wings after the clip was deployed but without using the access ports. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings were found broken at the distal retaining ring but still attached by the pusher body and proximal retaining ring. The most probable root cause for the broken locator wings is due to tissue compressed between the distal end of the tubes and behind the open locators creating distal forces during thumb advancement breaking the locator wings and subsequently contributing to the difficult device removal. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove, and the access ports were not used. After the device was removed the feet were damaged. Hemostasis was achieved with the clip. There were no adverse pt effects reported. Though requested, no add'l info was available.